Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that upon charging the pump battery, it jumped from 5 to 95 percent when plugged in for less than a minute. The customer's blood glucose (bg) level was 500-600 mg/dl and the cause was not known (not related to battery). An insulin injection was administered. A pump system check was performed and no device issues related to insulin delivery was observed. Although requested, the pump data had not been uploaded to review the battery history.